Manufacturer narrative:
Concomitant medical products: lead model # 3777-75 lot # v359441005 implanted (B)(6) 2009 explanted unknown; lead model # 3777-75 lot # v289334004 implanted (B)(6) 2009 explanted unknown; adaptor model # 3550-39 lot # n233062 implanted (B)(6) 2009 explanted unknown; programmer model # 37743 lot # nke137253n; recharger model # 37752 model # nka133611n.

Event description:
It was reported via a facility medwatch that the patient, who had a history of chronic neuropathic pain, felt the device did not work and wanted it removed. The patient also experienced shocking after the battery had been recharged. If additional information is received, a follow up report will be sent.